Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The central regurgitation of the valve was unable to be confirmed due to unavailability of medical records and/or imagery. Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Additionally, deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggests procedural factors (thv under-expansion, post dilation) likely contributed to the event as it was attempted to implant a 26mm thv inside a 25mm surgical valve. Also, it was reported that the central leak was observed after post dilation of the thv, and as per medical opinion, the non-edwards balloon that was used to crack the surgical valve damaged the valve commissures, resulting in the central leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from france by our edwards lifesciences affiliate, a 26mm sapien 3 ultra was implanted within a non-edwards valve in the aortic position via transfemoral approach. After the sapien 3 ultra valve was implanted, a post-dilatation was done to fracture the pre-existing valve and fully deploy the sapien 3 ultra valve. After full deployment of the valve, moderate to severe central leak was noted on tte. A 23mm sapien 3 valve was then implanted with an additional 2cc of fluid. The result was good with no paravalvular or central leak. Patient was doing well post-procedure. Per medical opinion, it was hypothesized that the balloon that was used to fracture the non-edwards valve damaged the valve commissures, resulting in the central leak.